Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One sample of evac taperguard endotracheal tube part number 18870 was received for evaluation, lot number of the tube is 13k0166jzx. An inflation/deflation test was performed, using a syringe 25 cc of air was applied to the cuff and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a cut which was measured 0.2890 inches. The failure mode cut in cuff was confirmed. Cuts of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate test and removed from the lot. The cut condition found in the received sample is not confirmed as related to the manufacturing process. (B)(4).

Event description:
It was reported by a customer in (B)(6) that the tracheostomy tube was found to be leaking air, as it failed to inflate. There was no use of lubricant. Although requested, it is unk if there was patient involvement.